Event description:
It was reported via legal documentation that approximately 82 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, joint pain, joint swelling and stiffness, limited range of motion, loss of mobility, tissue damage, revision surgery, loosening, polyethylene wear, synovitis, intact cement mantle, constrained liner revision, implant-interface debonding, patellar resurfacing, and varus subsidence of the tibial component. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t; (B)(6), 02-010-01-0240 - logic femoral ps cem left sz 4; (B)(6), 02-012-35-4009 - logic tibia ps mod insrt sz 4 9mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01411, 1038671-2024-01960, 1038671-2024-01961. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, tibial subsidence, loosening and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.